Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryoablation procedure, during isolation of the right superior pulmonary vein (rspv), the phrenic nerve (pn) contraction disappeared. It was noted that the balloon was not particularly distal in the vein, the occlusion was complete, and some contrast product remained in the vein. Forty-five minutes later, the pn could not be stimulated, despite the amplitude and position of the stimulation. The rspv could not be isolated and the case was aborted due to the pnp; the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: upon additional information received, this model number is not approved for distribution in the united states. This event is not reportable per regulations; therefore, no supplemental report will be sent after the investigation is complete.

Event description:
It was later reported that the pnp did not recover prior to the patient being discharged from the hospital. It was noted that the patient had to stay at the hospital longer to undergo further exams.